Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed. Oversensing: 1 - vf=160 ms average v-cycle on (B)(6) 2012 was observed.

Event description:
It was reported during the implant procedure, when t-shock induction was performed the noise discriminator markers appeared, indicating vf detection was being withheld. The physician was concerned that the noise discriminator may delay vf detection. It was determined after speaking with a technical expert that the detection was withheld only 2-3 seconds, then vf was detected. The device was implanted and remains in use. No patient complications were reported as a result of this event.